Event description:
It was reported that the ventilator was auto cycling and was resetting which caused the patient to hyperventilate. No patient harm reported. The field service tech was unable to duplicate the reported problem.